Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that the system shut down multiple times in between a procedure causing a delay. No patient harm was reported due to this issue

Manufacturer narrative:
Philips investigated this complaint by sending a philips service engineer to the site in order to investigate the shutdown issue and observed that the mobile viewing station was freezing without the c-arm being attached. The philips service engineer decided to replace the digital fluoro image intensifier as this was the cause of the reported issue. After replacement, the system was tested successfully and placed back into clinical use. There is no exceptional exchange rate for this part, so philips will take no further action. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint by sending a philips service engineer to the site in order to investigate the shutdown issue and observed that the mobile viewing station was freezing without the c-arm being attached. The philips service engineer decided to replace the digital fluoro image intensifier as this was the cause of the reported issue. After replacement , the system was tested successfully and placed back into clinical use. There is no exceptional exchange rate for this part, so philips will take no further action. Device code=c64343 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.